Event description:
New information states the lead was explanted on (B)(6) 2015.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly which resulted in a high current drain.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated despite using multiple programmers. No intervention had been performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.